Event description:
It was reported that during an laparoscopic cholecystectomy, the jaws did not open after firing. The ligation was performed, and the device was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the readings of the flow/bubble sensor and the venous probe oxygen saturation (svo2) were unstable during service. The failure "readings of the flow/bubble sensor are unstable" is reportable. The failure the "oxygen saturation (svo2) readings were unstable" is not reportable. A getinge field service technician (fst) was sent for investigation and repair on 2023 (B)(6), 2023 (B)(6) and 2023 (B)(6). The flow/bubble sensor failure was confirmed and the sensor panel was replaced. The failure unstable oxygen saturation values was not confirmed and no parts were replaced. Fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. No log files were provided. A flow bubble sensor with a similar failure "permanently fluctuating values" was investigated by getinge life-cycle-engineering (lce) on 2023 (B)(6). The fluctuating of the zero flow could be reproduced. In specific pairing of the flow/bubble sensor with the sensor panel, fluctuations can be observed. In order to investigate this behavior the supplier em-tec initiated a CAPA with the following outcome. The inspection of the complete stock did not reveal any other anomalies. The 100% inspection focused on bent pins, insufficient solder joints, and the overall appearance of the boards. Submitted boards with the behavior occurring were studied in detail. In individual cases, the behavior described by the customer could be reproduced. No deviations or nonconformities on boards or the sensors were apparent to explain the error behavior. All boards and sensors are technically flawless the misconduct occurs only in individual cases. The cause is attributed to a chain of unfavorable factors. The products do not show any visible technical defects. For the failure "oxygen saturation unstable" no exact root cause could be identified, because it was the failure could not be confirmed during device inspection. According to the risk assessment following causes can lead to the reported failure: defective / disturbed (emi) sensor measurement, response time is too long, light influences, blood light spectrum differences. Another probable root cause is that venous probe was swapped. Venous probes are adapted to a specific cardiohelp and are not supposed to be swapped. The device was manufactured on 2022-02-15. The device history record (DHR) of the cardiohelp was reviewed on 2022-12-23. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failures. Moreover in the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. Based on the results the reported failure "flow bubble sensor has permanently fluctuating values" could be confirmed. The failure "oxygen saturation unstable" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.